Event description:
It was reported that there were "puncture holes in the packaging." The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. A physical device inspection determined the mylar-side of the sealed pouch was breached. The device was also visibly bent along the midsection of the shaft. The perforations were noted to align with the bent region and the handle. The device possessed a stryker tip protector that remained secure on the tip; there was no damage located in this distal region of the pouch. Review of internal procedures showed that the packaging procedure for open-but-unused products instructs to apply a tip protector to any device with an edge, tip or end that is likely to puncture a pouch. This procedure also instructs to use any packaging materials that are received with the device (i.e. OEM packaging materials). It is highly unlikely the device was distributed in its current condition. Complaint trending also supports this failure mode is infrequent for this device type. Therefore, the likely root cause is related to mishandling subsequent to distribution from stryker. The reported event is not occurring more frequently or with greater severity than is usual for the device.